Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received information that the battery on the customer's pump was depleting quickly. The battery gauge reportedly went form 100 percent to 40 percent in 6 hours. There was no impact to the customer's blood glucose level as he has a different pump.